Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer stated that a left side frame weld on a t4 manual wheelchair broke.